Event description:
A female pt (B)(6) with a cystocele underwent an anterior repair where the xenform mesh was implanted. This occurred sometime in the last 1-2 years according to the reporting surgeon. Some time after the surgery (> 1 year) the pt returned with the same original symptoms. Very little detailed information was available from the physician. Additional surgery was performed and the xenform mesh removed. It was replaced with synthetic mesh. The physician stated that old age and weak tissue could have been the cause for the recurrent symptoms.